Manufacturer narrative:
Conclusion: a representative sample was returned for evaluation. The sample was visually evaluated. No needle or suture defects were noted.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2013 and suture was used. During knotted suturing of the uterine wall, the suture pulled off of the needle too easily. Another like device was used to complete the procedure. There was no adverse consequence to the patient.